Manufacturer narrative:
Concomitant medical products: guide catheter (medtronic), 0.014 choice guidewire (boston scientific), 2.0 x 20mm sprinter legend balloon (medtronic). Please note that the event occurred in 2008, the exact date was unknown. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information available for review, there are possible vessel characteristics (calcification and tortuosity) and procedural factors that may have contributed to the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
A report that a (B)(6) male presented with unstable angina five years after coronary artery bypass surgery (2003). Angiography revealed a 70% stenosis in the first obtuse marginal branch of the circumflex artery. After predilation of the om1 stenotic lesion with a 2.0x20-mm sprinter legend balloon dilatation catheter (medtronic), a 2.5x18-mm sirolimus-eluting stent (cypher select, cordis, johnson & johnson, (B)(4)) was advanced but failed to cross the proximal cfx artery due to significant proximal angulation. During this attempt, resistance was felt. The physician observed that the stent had slipped distally from its normal position between the two marker bands on the delivery catheter. After an unsuccessful radioscopic search for the undeployed stent, the left coronary artery was filmed again. The undeployed stent was dislodged in the proximal cfx artery. The balloon was pulled out. A 1.5x20-mm sprinter legend balloon dilatation catheter (medtronic) was advanced using a guiding catheter and the balloon was pushed through the guide wire and then through the inside of the slipped stent. We inflated the balloon to 6 atm and started to advance the stent over the balloon into the lesion. The sprinter legend balloon dilatation catheter was pulled out and a 2.5x18-mm balloon catheter was advanced and inflated, and the stent was finally deployed. After the procedure, serum cardiac enzyme levels were within normal limits, and no dynamic st-t segment deviation was noted. Enoxaparin (60 mg, bid) and clopidogrel (75 mg) were given to the patient for anticoagulation. After two days, the patient was discharged on oral medication including a beta-blocker, ace inhibitor, statin, aspirin, and clopidogrel.

Manufacturer narrative:
(B)(4).